Manufacturer narrative:
Rospective pregnancy case was reported by a lawyer and describes the occurrence of ectopic pregnancy with contraceptive device ("ectopic pregnancy that resulted in a miscarriage/ pregnancy (ectopic)/ pregnancy (stillbirth or miscarriage)") and abortion of ectopic pregnancy ("ectopic pregnancy that resulted in a miscarriage /pregnancy (ectopic)/ pregnancy (stillbirth or miscarriage)") in a 34-year-old female patient who had essure (batch no. A26186) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device malfunction "malfunction of essure" on (B)(6) 2013 and device ineffective "device ineffective". The patient's past medical history included multigravida. Concurrent conditions included parity 2. Concomitant products included buspirone hydrochloride (buspar), escitalopram oxalate (lexapro) and para-seltzer (excedrin). On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2014, the patient experienced ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced abortion of ectopic pregnancy (seriousness criterion medically significant), infection ("several infections"), abdominal pain lower ("lower abdominal pain / severe abdominal cramping"), pelvic pain ("pelvic pain"), fatigue ("fatigue"), migraine ("migraines / headaches (event splitted for coding)") and headache ("migraines / headaches (event splitted for coding)"). Last menstrual period and estimated date of delivery were not provided. The patient was treated with methotrexate and surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2014. At the time of the report, the ectopic pregnancy with contraceptive device and abortion of ectopic pregnancy had resolved and the infection, abdominal pain lower, pelvic pain, fatigue, migraine and headache outcome was unknown. The reporter considered abdominal pain lower, abortion of ectopic pregnancy, ectopic pregnancy with contraceptive device, fatigue, headache, infection, migraine and pelvic pain to be related to essure. The reporter commented: on (B)(6) 2014 patient underwent tubal ligation to remove essure. Start date of essure was changed from (B)(6) 2013. Diagnostic results: in (B)(6) 2014, patient learned that she was pregnant, by physician visit-urine test-also took a test at home,and outcome of pregnancy was ectopic pregnancy. Cyclobenzapine was used (off and on for 2+ years). On (B)(6) 2014, findings: normal uterus, tubes and ovaries and pelvis. On date: (B)(6) 2013: test: hysterosalpingogram (hsg). Result: total bilateral occlusion. Result- that I could discontinue any backup birth control as per mr: date: (B)(6) 2013: test: hysterosalpingogram (hsg). Impression: bilateral tubal occlusion confirmed concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: abortion of ectopic pregnancy. Most recent follow-up information incorporated above includes: on 16-aug-2018: pfs received. Event added: malfunction of essure. Incident: at the time of reporting, there is no evidence that a device- related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Rospective pregnancy case was reported by a lawyer and describes the occurrence of ectopic pregnancy with contraceptive device ("ectopic pregnancy that resulted in a miscarriage/ pregnancy (ectopic)/ pregnancy (stillbirth or miscarriage)") and abortion of ectopic pregnancy ("ectopic pregnancy that resulted in a miscarriage /pregnancy (ectopic)/ pregnancy (stillbirth or miscarriage)") in a 34-year-old female patient who had essure (batch no. A26186-invalid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device malfunction "malfunction of essure" on (B)(6) 2013 and device ineffective "device ineffective". The patient's past medical history included multigravida. Concurrent conditions included parity 2. Concomitant products included buspirone hydrochloride (buspar), escitalopram oxalate (lexapro) and para-seltzer (excedrin). On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2014, the patient experienced ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced abortion of ectopic pregnancy (seriousness criterion medically significant), infection ("several infections"), abdominal pain lower ("lower abdominal pain / severe abdominal cramping"), pelvic pain ("pelvic pain"), fatigue ("fatigue"), migraine ("migraines / headaches (event splitted for coding)") and headache ("migraines / headaches (event splitted for coding)"). Last menstrual period and estimated date of delivery were not provided. The patient had essure during the first trimester of pregnancy. The patient was treated with methotrexate and surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2014. At the time of the report, the ectopic pregnancy with contraceptive device and abortion of ectopic pregnancy had resolved and the infection, abdominal pain lower, pelvic pain, fatigue, migraine and headache outcome was unknown. The reporter considered abdominal pain lower, abortion of ectopic pregnancy, ectopic pregnancy with contraceptive device, fatigue, headache, infection, migraine and pelvic pain to be related to essure. The reporter commented: on (B)(6) 2014 patient underwent tubal ligation to remove essure. Start date of essure was changed from (B)(6) 2013 to (B)(6) 2013. Diagnostic results: in (B)(6) 2014, patient learned that she was pregnant, by physician visit-urine test-also took a test at home,and outcome of pregnancy was ectopic pregnancy. Cyclobenzapine was used (off and on for 2+ years). On (B)(6) 2014, findings: normal uterus, tubes and ovaries and pelvis. On date: (B)(6) 2013. Test: hysterosalpingogram (hsg). Result: total bilateral occlusion. Result- that I could discontinue any backup birth control. As per mr: date: (B)(6) 2013. Test: hysterosalpingogram (hsg). Impression: bilateral tubal occlusion confirmed. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: abortion of ectopic pregnancy. Most recent follow-up information incorporated above includes: on 21-aug-2018: update of information (batch is invalid). Incident: no valid lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of ectopic pregnancy with contraceptive device ("ectopic pregnancy that resulted in a miscarriage") and abortion of ectopic pregnancy ("ectopic pregnancy that resulted in a miscarriage /pregnancy (ectopic)") in an adult female patient who had essure (batch no. A26186) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's past medical history included multigravida. Concurrent conditions included parity 2. Concomitant products included buspirone hydrochloride (buspar), escitalopram oxalate (lexapro) and para-seltzer (excedrin). On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required), abortion of ectopic pregnancy (seriousness criterion medically significant), infection ("several infections"), abdominal pain lower ("lower abdominal pain / severe abdominal cramping"), pelvic pain ("pelvic pain"), fatigue ("fatigue"), migraine ("migraines / headaches (event splitted for coding)") and headache ("migraines / headaches (event splitted for coding)"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. The patient was treated with methotrexate and surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2014. At the time of the report, the ectopic pregnancy with contraceptive device and abortion of ectopic pregnancy had resolved and the infection, abdominal pain lower, pelvic pain, fatigue, migraine and headache outcome was unknown. The reporter considered abdominal pain lower, abortion of ectopic pregnancy, ectopic pregnancy with contraceptive device, fatigue, headache, infection, migraine and pelvic pain to be related to essure. The reporter commented: on (B)(6) 2014 patient underwent tubal ligation to remove essure. Start date of essure was changed from (B)(6) 2013. Diagnostic results: in (B)(6) 2014, patient learned that she was pregnant, by physician visit-urine test-also took a test at home,and outcome of pregnancy was ectopic pregnancy. Cyclobenzapine was used (off and on for 2+ years). On (B)(6) 2014, findings: normal uterus, tubes and ovaries and pelvis. On date: (B)(6) 2013, test: hysterosalpingogram (hsg), result: total bilateral occlusion. Result: that I could discontinue any backup birth control. As per mr: date: (B)(6) 2013, test: hysterosalpingogram (hsg), impression: bilateral tubal occlusion confirmed. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: abortion of ectopic pregnancy. Most recent follow-up information incorporated above includes: on 6-jun-2018: pfs and mr received. Reporters were added. Patient details, historical condition, concomitant disease, concomitant drugs, treatment drug and unstructured relevant tests were added. Fatigue and migraines / headaches were added as events. Essure lot number and stop date were updated. Start date of essure was changed from (B)(6) 2013. Incident: at the time of reporting, there is no evidence that a device- related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of ectopic pregnancy with contraceptive device ("ectopic pregnancy that resulted in a miscarriage") and abortion of ectopic pregnancy ("ectopic pregnancy that resulted in a miscarriage") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced ectopic pregnancy with contraceptive device (seriousness criterion medically significant), abortion of ectopic pregnancy (seriousness criterion medically significant), infection ("several infections"), abdominal pain lower ("lower abdominal pain / severe abdominal cramping") and pelvic pain ("pelvic pain"). Last menstrual period and estimated date of delivery were not provided. The patient had essure during the first trimester of pregnancy. At the time of the report, the ectopic pregnancy with contraceptive device, abortion of ectopic pregnancy, infection, abdominal pain lower and pelvic pain outcome was unknown. The reporter considered abdominal pain lower, abortion of ectopic pregnancy, ectopic pregnancy with contraceptive device, infection and pelvic pain to be related to essure. The reporter commented: on (B)(6) 2014 patient underwent tubal ligation to remove essure. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.